Manufacturer narrative:
Complaint is confirmed. Failure analysis of the returned device revealed that the nova max plus glucose monitoring device performed within specification. Visual as well as chemical evaluation (by testing with control solution) of the returned glucose test strips revealed the strips to be compromised. Evaluation of the returned test strips read high out of control range. The root cause is attributed to the consumer's storage and handling of the test strips as evidence by the weight of the returned vial failing the weight test. A failure of this nature is consistent with a compromised vial by exposure to humidity and/or fluid.this finding is further supported by the results of the retain strip lot testing which confirms the retain strips to perform within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications. Nova biomedical will continue to monitor for recurrence as part of our post market surveillance program.

Manufacturer narrative:
The consumer stopped testing 3xd since he did not "like or feel like" the results he was getting. The consumer did treat himself based off the readings. He does not recall which reading he treated himself for. The consumer normal takes 22 units of insulin in the morning, on the day that the consumer treated himself, he took 28 units of insulin. This is not per regular schedule of insulin dose as directed by his hcp. The consumer still felt good and normal despite treating himself. There has been no report of any adverse effect as a result of the additional insulin dose. The complainant did not seek any medical attention or intervention as a result of this incident. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Per label copy/ package insert. High or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. The blood glucose monitor and test strips are expected to be returned for evaluation.

Event description:
Complainant reporting high blood glucose readings. He treated himself with additional units of insulin based on the blood glucose value obtained - this additional dose (6 units) of insulin was not per hcp instructions.